Event description:
Pt was admitted on (B)(6) for gi bleed and anticoagulation stopped. Pt ldh/plasma free on (B)(6). Pt was started on heparin and integrilin gtt on (B)(6).urine was burgundy. Pt, on (B)(6), had hemorrhagic stroke